Manufacturer narrative:
Analysis of the system 9733320 axiem integrated 4 port (lot #: 0200066497) found a confirmed electrical failure. The axiem box was not communicating with the system and the emitter was unable to read the port. Product event summary #fusion damaged emitter. Other relevant device(s) are: product ID: 9 733320, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the emitter and axiem box showed red status in the emitter details. No patient present.